Event description:
A customer contacted beckman coulter inc.(bec) after noticing some moisture on the sample tube caps after their coulter lh 780 hematology analyzer sampled the tubes for analysis. While troubleshooting the moisture on the sample tube stoppers, the customer discovered fluid in the needle bellows area. The volume of the leak was reported as 3 ml and the leak was not contained. There is an exposure plan in place at the facility. The customer was wearing personal protective equipment (ppe) consisting of gloves, protective eyewear and a lab coat at the time of the incident. No injury or exposure was reported and there was no affect to patient samples.

Manufacturer narrative:
A field service engineer (fse) went on-site and observed fluid in the needle bellows and found that solenoid 57 was not working which was not allowing the fluid to drain from the needle bellows. Fse replaced the solenoid for valve vl57 which resolved the leak. The cause of the leak is that the solenoid for valve 57 was not working. (B)(4).